Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04911 and 2017865-2019-04924. It was reported that the patient experienced dehiscence after a surgical procedure involving implant of an implantable cardioverter defibrillator system. Patient was treated with antibiotics and chest incision was cleaned. Patient condition was stable.

Event description:
New information received noted that the patient experienced wound dehiscence due to pocket hematoma. The patient indicate that the pocket site was painful and bothersome. The patient was brought into the clinic on (B)(6) 2019. There was no clear evidence of pus, infection, or impeding sign of erosion. Hematoma was evacuated and washed. The pocket site was reclosed. The patient was treated with antibiotics.